Event description:
It was reported that during an unk case, the hand piece had a crack in the housing. The hand piece and the instrument were replaced, and the case was completed without incident to the pt.

Manufacturer narrative:
Eval summary: the analysis results confirmed that the handpiece was returned with the nose cone cracked and a loose mount. It was tested on a gen04 and the hand activation was non functional. However, with the foot switch, it worked as expected. The handpiece no longer meets design spec for continuity; this may lead to one of the causes of the non-functional hand activation. The handpiece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.